Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon initial placement of the right ventricular (rv) lead, high impedance was noted. The lead was repositioned. After the atrial lead had been placed a drop in blood pressure was noted. An echocardiogram confirmed a small perforation and pericardial effusion. A pericardiocentesis was conducted to remove the blood. The lead remains in use. No further patient complications have been reported as a result of this event.